Event description:
During frontal sinus drilling, the bur broke off and was recovered without any issue. No pt consequences were reported or indicated.

Manufacturer narrative:
A medwatch form was not received from the reporter therefore, any missing or incomplete data on from 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. A review of the complaint history indicates this is the first report for this product lot. No pt injury or reportable malfunction was indicated. A review of the mfg documents showed no anomalies. The product has no been sent for eval, and there is no remaining inventory of this finish goods lot number.